Manufacturer narrative:
The returned catheter was patent and met requirements for the leakage test. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the ventricular catheter of the vp shunt was possibly occluded, so the entire vp shunt was revised.